Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for the implant, the lead was implanted successfully. After the implant, it was noted that the manufacturing date of the lead was past its used by date (ubd). The patient did not experience any adverse consequences.